Event description:
Reporting status: serious injury/ required intervention. Reporting rationale: allergic reaction, treatment with medication. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal lad with two xience v stents. At about 3 days later, the pt presented with a rash all over the body which started after hospitalization. The pt was treated with bactrim ds. The physician questioned mrsa as a cause of the rash. The rash resolved at about 4 weeks. There is no add'l info available.

Manufacturer narrative:
The pt effect of allergic reaction, as listed in the xience v IFU, is a known adverse event associated with coronary stenting procedures, and is not necessarily an indication of a product quality deficiency. The IFU states; that the xience stent is contraindicated for use in pts with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymer. It should be noted that a rash is a side effect of the medication clopidogrel (plavix), which is listed as ongoing treatment for this pt. The other xience v is being reported under the same MFR#.